Manufacturer narrative:
.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The pulse generator exhibited backup vvi operation. After a device software download, normal device function resumed. The patient came back for follow-up on (B)(6) 2014, the device exhibited normal function.